Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the ipg was explanted and replaced on (B)(6) 2016. The issue was resolved by surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient lost a lot of weight and the ipg became superficial. In turn, the patient experienced pain at the ipg site. As a result, the patient will undergo surgical intervention.

Event description:
Further review of the manufacturer's database revealed the patient's ipg became inoperable and the patient lost stimulation. Troubleshooting was attempted but could not provide resolution. Surgical intervention remains pending.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the patient was doing better but still healing from the surgery. The physician is not concerned and has suggested the patient to give the healing more time.